Event description:
The daughter of a (B)(6) male pt contact zoll technical support to report that the pt's monitor is displaying an "add gel" message and that the "wire casing going to the pt's vibrator box is exposed". Pt received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel/replace belt messages and damaged cable or wires exposed) have been confirmed. Upon receipt the cable connecting the dn to the rear therapy electrodes was ripped from the distribution node with wires exposed and the gel firewires and black pulse wire were broken from their solder connections. The cause for the add gel / replace belt messages was the disconnected gel firewires and black pure wire. The cause for the disconnected wires was likely damage to the cable connecting the dn to the rear therapy electrodes. The root cause for the damaged cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.